Event description:
It was reported that this right ventricular (rv) lead exhibited isolated high out of range shock impedance peaks. Technical services (ts) reviewed the reports and provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported.